Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare provider reported a patient that "had an ongoing seroma which the doctor says is a result of the implant" diagnosed by MRI and ultrasound. Healthcare provider additionally inquired if device apart of recall. The device has been recalled. This record will be for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6.

Event description:
Healthcare provider reported a patient that "had an ongoing seroma which the doctor says is a result of the implant" diagnosed by MRI and ultrasound. Healthcare provider additionally inquired if device apart of recall. The device has been recalled. This record will be for the left side. The device remains implanted.